Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue could not be reproduced. The level sensor looks ok. The error 81 pop up after calibration, and the processor board needs to be replaced. Processor circuit card to be replaced. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. Refer to the attached memo for more information. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the arctic sun device began to use for patient, "tank empty" alarm sounded. No water leakage was observed beneath the device. Regarding the patient's use, water was supplied, and the device was currently operational. However, since the device was delivered recently, the customer requested a full replacement with a new unit. The device was installed on (B)(6) 2025, two training sessions were conducted in may, and today was its first actual use. Although the device was delivered fully filled with water, during the training sessions on may 20 and may 22, the water level had decreased, requiring refilling each time. Additionally, during refilling, even when the water level was zero, it was reported that approximately 500ml was sufficient to reach full capacity. Per follow up information received via mail on 29may2025, the device will be scheduled to be sent in for a bd-approved facility for evaluation. The issue was not resolved yet. The original device was used to complete therapy. Per sample evaluation results on 12jan2026, error 81 was found during evaluation.

Event description:
It was reported that when the arctic sun device began to use for patient, "tank empty" alarm sounded. No water leakage was observed beneath the device. Regarding the patient's use, water was supplied, and the device was currently operational. However, since the device was delivered recently, the customer requested a full replacement with a new unit. The device was installed on march 28, 2025, two training sessions were conducted in may, and today was its first actual use. Although the device was delivered fully filled with water, during the training sessions on may 20 and may 22, the water level had decreased, requiring refilling each time. Additionally, during refilling, even when the water level was zero, it was reported that approximately 500ml was sufficient to reach full capacity. Per follow up information received via mail on 29may2025, the device will be scheduled to be sent in for a bd-approved facility for evaluation. The issue was not resolved yet. The original device was used to complete therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.